Event description:
It was reported that patient presented for routine generator change procedure, prior to procedure, it was found that patient's right ventricular (rv) lead exhibited high threshold. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.